Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the right posterior tibial artery. A 300cm angled tip v-14 controlwire was advanced to cross the lesion with the support of a non-bsc catheter. However, during the procedure, the physician noted that the tip of the wire took a u-shape and when the device was withdrawn inside the support catheter, it was noted that approximately 3mm in length of the guidewire tip got loose. A .014 non-bsc guidewire was then used to recanalize the lesion. Since the physician was not able to get the detached tip out with a percutaneous transluminal angioplasty (pta) catheter, it was decided to implant a balloon-expandable stent to lock the guidewire tip in place. The procedure was completed. No further patient complications nor adverse events reported.